Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high pacing impedance and high capture threshold resulting in loss of capture. Maximum rv output was programmed prior; a new rv lead was implanted while the chronic rv lead was plugged into the left ventricular (lv) port of the new generator on (B)(6) 2025. The patient was in stable condition.